Event description:
The customer obtained following blood glucose readings between 6:17 p.m. And 6:27 p.m. On her contour next link 2.4 meter: 517 mg/dl, 561 mg/dl, 148 mg/dl, 126 mg/dl, and 59 mg/dl. The customer stated that she was experiencing hypoglycemic symptoms such as dizziness and weakness. The customer drank apple juice. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 8jpec42c, which gave satisfactory performance.